Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced hallucinations. The patient complained of "bugs and worms crawling in the eyes." An examination and decrease in daily dose was done. The severity of the event was mild. The patient recovered without sequelae. However, on the same day, it was reported that the patient experienced a return of hallucinations involving "worms crawling in the eyes." The severity of the event was moderate. A reduction of daily dose was done with a change in medication to dilaudid. The events were possibly related to the drug, possibly related to the device or therapy, and not related to the implant procedure. This was an ongoing event. The device system was used to deliver morphine.

Event description:
Additional information was received. The patient was noted to have resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).